Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A review of customer provided image shows a used wand with detached electrode. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was confirmed. Factors unrelated to the design and manufacture of the device which could have contributed to the complaint event are (1) use the tip for displacement of tissue or as a lever to enlarge the surgical site (2) contact with metal objects. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a knee cleaning surgery the wand electrode fell off. Smith and nephew back-up device was available to complete the surgery. No other complications or significant delay reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.